Event description:
A 2-level acdf was performed on a (B)(6) male pt on (B)(6) 2011. F/u radiographs taken on (B)(6) 2011 noted the center screw had separated from the plate but appeared to be anchored in the vertebral body. No injury or clinical sequelae were reported to have occurred. There has been no revision surgery performed to date.

Manufacturer narrative:
Nuvasive reference (B)(4). The affected product has not been explanted and is not yet available for eval. No root cause has been established. The pt will continue to be monitored by the surgeon. Should the product become available for eval and pertinent new info is obtained, a f/u report will be filed.